Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Date of event corrected.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The instrument(s) was not returned and instead will be do based on the supplied image(s). The image(s) was reviewed and the complaint condition for broken tip was confirmed as 3 of the ten images shows the distal tip has broken off. As the instrument(s) was not returned an as received, dimensional, material or drawing reviews are not applicable. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. No definitive root cause was able to be determined as the circumstances surrounding the event are unknown. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part: 338.310, lot: l143749, manufacturing site: hägendorf, release to warehouse date: 02. Nov. 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified only top level of the device history record reviewed as sub-components are not lot tracked. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during a femur fracture procedure, the tip of the connecting screw for dynamic hip screw (dhs)/dynamic condylar screw (dcs) wrench broke on the threaded part which connects with the dhs / dcs 12.5 lag screw (the tip got stuck inside the screw). The dhs/dcs lag screw did not stay in the patient, it was removed and replaced by another screw. There were fragments generated from the broken device. It was necessary to introduce the plate with another technique to finish the procedure. The procedure was successfully completed with a surgical delay of one (1) hour. Patient outcome is unknown. Concomitant devices reported: dynamic hip screw/ dynamic condylar screw (dhs/dcs) wrench (part #: 338.300, lot# unknown, quantity 1); dynamic hip screw/ dynamic condylar screw (dhs/dcs) lag screw (part #: 280.000, lot# unknown, quantity 1) this report is for one (1) dhs®/dcs® coupling screw. This is report 1 of 1 for (B)(4). This complaint (B)(4) captures the intra-operative events while complaint (B)(4) captures the pre-operative events.